Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/11/2017 with the following findings: the battery compartment was cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The audio tone alarm was inoperable and a solder pin was cracked. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the auditory alarm was inoperable. This report is made based on results of investigation completed on 10/11/2017.